Event description:
Narrative: (B)(6) 2012: a health professional at a user facility provided info to a sales rep of a (B)(4) distributor and the sales rep forwarded the info to (B)(4) on (B)(6) 2012. The user facility is currently evaluating the co2efficient insufflator device for the last 2 months. Routine screening colonoscopy was performed by a physician and a gi fellow physician. The pt was a (B)(6) old, male, who has no specific health issues going into the endoscopic procedure. The pt has severe diverticulosis as a concomitant disease. Normal teaching by the physician has the fellow use water insufflation to the cecum. They began the procedure with water insufflation, they stopped in the transverse colon and then used co2 insufflation. When they got to the cecum they saw res dots, and they noticed distention. They backed out and the pt complained of severe pain. They decided to end the case and pull out the "scope" (endoscope). After the exam, they had the pt sit up (lying down was too painful), and took a kub x-ray (kidneys ureter and bladder). There was free air spotted under the diaphragm. They called for a surgical consult. The pt was in stable condition. There was a plan for an exploratory "lap" (laparoscopy) but this was still pending. It was reported as a possible micro-perforation. The exact reasoning is unk, but there was no electro-surgery performed. They were questioning the co2 insufflator being used, possible over distention. The procedure lasted about 25 minutes, and the co2efficient read "77" liters were used. It was confirmed that it was co2 gas used and not another gas in the tank. The "air" was said to be turned off the olympus scope processor. The ez-em insufflator "hybrid tubing" was used part# 710324, lot# st111552 (the tubing used was retained and will be sent back with the co2 unit for eval. The customer will follow their own protocol regarding potential pt complaint/injury. On (B)(6) 2012: the sales representative received add'l info from the reporter and provided the info to (B)(4) on (B)(6) 2012. A laparoscopy was performed and a partial colectomy was performed. It was reported the pt is doing well. Water is insufflated independently from co2efficient device. A separate line to the endoscope operated by a foot pedal is used to insufflate the water. On (B)(6) 2012, the reporting technologist was contacted and provided add'l info. The date of the colonoscopy was (B)(6) 2012. The pt was an out-patient. The indication for the colonoscopy was routine screening. The volume of water insufflated was not known to the reporter. The reporter does not know add'l pt medical history. The pt did undergo a laparoscopy. The reporting technologist does not know the specific findings of the laparoscopy, but does know the pt was hospitalized the same day ((B)(6) 2012). The reporter provided contact info for the physician who performed the colonoscopy. On (B)(6) 2012: the physician who performed the colonoscopy reported. The indication for the colonoscopy was routine cancer screening. The physician confirmed the use of water insufflation follow by co2 insufflation. The red dots observed when they got to the cecum were petechiae. They were concerned about possible over distention of the bowel and ended the procedure. No polyps were removed during the procedure. A laparoscopy was performed the same day and a perforation at the cecum was revealed. The pt was administered unspecified antibiotics. A partial colectomy was performed and the pt was hospitalized the same day ((B)(6) 2012). The pt did well and has been discharged. The reporting physician did not know the specific date of discharge and if the pt experienced any fever or wbc increase or what portion of the colon was removed. The physician commented that the use of water reduces pt discomfort. Worldwide case ID: (B)(4).

Manufacturer narrative:
No malfunction of the insufflator was reported. The pt had severe diverticulosis concomitantly. The insufflation protocol used was water insufflation followed by co2 insufflation. When they reached the cecum with the endoscope, petechiae were observed and the procedure was ended. Air below the diaphragm was observed by x-ray and laparoscopy revealed a perforation. Treatment with antibiotics and partial colectomy were successful and the pt recovered. The volume of water insufflated to the pt's colon was unk. The co2efficient display read 77 as the total number of liters delivered by the insufflator during the procedure. The co2efficient delivers co2 during the procedure and the portion of co2 which is directed to the pt's colon is controlled by the physician during the procedure. The volume of co2 actually delivered to the pt's colon was unk. The specific site of the perforation was reported to be in the cecum. The specific time of the occurrence of the perforation is not known. The co2efficient unit used has been returned to bracco and eval of the unit is in progress.